Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, no further information was provided.

Event description:
It was reported that the syringe pump module displayed error code 13-1033-149 and was repaired. Biomed conducted a serial number update and flash, and performed calibration and accuracy testing, software pm, and functional testing. The error was resolved. There was no patient involvement. Although requested, no further information was provided.